Event description:
One touch ultrasmart meter would not power on when the test strips were inserted. During troubleshooting, the meter did turn on when the power button was pressed. Pt had to go to the hosp to get blood glucose tested. Unknown what the result was. This case is reported as a strip malfunction since the meter would not turn on when the strips were inserted. No further clinical info was provided.